Manufacturer narrative:
The complainant indicated that the super sheath will not be returned for evaluation; therefore, a failure analysis of the super sheath could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an unspecified procedure, blood squirted on the cath lab manager. Upon the physician's attempt to place the "6fr super sheath into the femoral artery and removed the introducer, blood squirted out of the back end of the super sheath and made contact with the cath lab manager. The hemostatic valve on super sheath was not working." It was further reported that approximately, 1/2cc to 1cc of the patient's blood was lost. The procedure was completed successfully with another of the same device. There were no patient injuries or complications. The patient's status was reported as "ok."